Event description:
(B)(4). The dentist reported that 70 days after the dental implant was installed in intraoral region #7, it was verified its non osseointegration. 60 ncm of primary stability was achieved and immediate load was performed.

Manufacturer narrative:
(B)(4).